Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: no complaints related to the additional product that was sent in, however, the customer had quality concerns due to experience and was not comfortable utilizing the product that was sent in.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h6 component code: g07002 no device problem. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Five unopened samples were received for analysis. Product code sxpp1b410, lot tmbhbc. During the initial inspection, the product was found to be expired as of october 31, 2025. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The product was returned to ethicon for evaluation. Three unopened samples were received for analysis. Product code sxpp1b410, lot tmbhsl. During the initial inspection, the product was found to be expired as of october 31, 2025. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: sending in additional product that customer provided to me in addition to previous devices. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Our failure analysis lab received extra products with reference to this complaint, which were received: product code: (9) sxpp1b416; lot#: uabdqs/ (5) sxpp1b450; lot#: tmbbub. 1. Could you please clarify if the extra device belongs to this complaint? 2. If not, could you please clarify if the extra product received belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn't belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch tmbhbc mfg date 11/21/2023, exp date: 10/31/2025. Batch tmbhsl mfg date: 11/27/2023, exp date: 10/31/2025. In addition, a review of the manufacturing record evaluation for the possible batch numbers was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: product will be returned.

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy procedure on an unknown date and barbed suture was used. As the suture approaches its expiry date, it tends to become brittle and prone to breaking. This suture broke intraabdominally. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: have there been any patient consequences? Yes. I had a patient who experienced a vaginal vault dehiscence. At that time, I used 2 stratifix sutures which were ¿close¿ to expiry, the first of which broke intraabdominally. What specialty & procedures has this occurred in? Gynecology. Total laparoscopic hysterectomy with stratafix used to close the vaginal vault. What product codes & lot #¿s if known, has this occurred with? Not sure. I suggested at the time that the nursing team should note this. Where is the suture breaking? (E.g. Close to the needle, in the middle of the strand etc.); middle of the strand. How many times has this happened? 4 times ors but the first time it was multiple in a short span and we pulled the older box from the shelf. It occurred more recently in (B)(6) when I used a suture supposedly expiring in (B)(6) 2025. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the surgeon¿s experience with this stratafix suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? Was the procedure robotic? The diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Were there any patient stress factors that precipitated the event of suture breakage post op? Onset date/time of dehiscence? (# post op days) how was the evisceration managed? Please describe any surgical intervention required for the evisceration including date and findings. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Can you return any representative samples for evaluation? What are the storage conditions for the products?

Manufacturer narrative:
Product complaint # (B)(6). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: customer is unsure what the lot # was of the sutures that were breaking but said it was either tmbhbc or tmbhsl. Follow up questions have been sent to the surgeon. Additional d4 UDI number: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Additional information: d4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch tmbhbc mfg date: unk, exp date: unk. Batch tmbhsl mfg date: unk, exp date: unk.